Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient later reported "left side rupture". This record is for the left side. The device remains implanted. Healthcare professional later reported "irregular masses in left breast", "complicated cysts" and "irregular appearance of the bilateral breast implants" and "possible rupture".